Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump dispensed insulin during the load step. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that after she changed the patient's infusion set and cartridge that day, the pump primed the tubing during the load step. She repeated the ezprime steps and insulin allegedly came out again during the load step. The patient denied that the pump had any trauma. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump dispensed insulin during the load step. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. 2531779-03/24/2010/003-r.